Manufacturer narrative:
Investigation: the device history record (DHR) was reviewed for this lot. There were noissues noted in the DHR that would have contributed to the elevated wbc count that the customer experienced. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. Nounusual process variable was identified in the run data file. It is possible that this failure is drelated.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.